Event description:
Caller states that the patient tested 5.0 inr on uf0096718 and 6.6 inr on uf0096733 while a comparison lab returned as 3.86 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.